Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 4.50x8 mm nc euphora balloon and a cougar ls guidewire were used to perform multiple bifurcation stenting techniques in an explanted porcine heart. It was reported that the nc euphora balloon froze on the cougar wire and after excessive force applied the distal assembly separated. The balloon, wire and distal assembly were all removed. The procedure was completed using new devices.

Manufacturer narrative:
The balloon couldn't track over the wire. After excessive force was applied, the distal assembly of the nc euphora separated. It was stated that the distal assembly completely detached from the nc euphora device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the guidewire was flushed and examined before use with no issues. There were no issues noted when loading the balloon onto the guidewire. It was stated that the distal assembly completely detached from the device. If information is provided in the future, a supplemental report will be issued.